Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring seals did not load properly. The seal did not come out from the loader when pulled the delivery tube from the loader. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal and the tension spring components were not loaded in the delivery device. The seal remained inside the loader assembly. The delivery device was received separated from the loader device. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.